Event description:
A nurse reported that the cassette did not perform the fluid and air exchange during a procedure. The case was completed with another cassette. There was no harm to the pt, add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. The investigation is in progress. A sample is expected, but has not yet been received for eval. (B)(4).